Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was kinked. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. Analysis confirmed the reported observation. This lead passed resistance, continuity, and hipot testing.